Manufacturer narrative:
Based on the information provided by failure analysis, the cause of the customer reported failure is due to mishandling/misuse. If additional information is received, a follow-up MDR will be submitted. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported. The instrument was found to have a broken tube adapter. A piece approximately 0.153" x 0.164" in size was not returned with the instrument. The failure is attributed to mishandling/misuse. The instrument will be transferred to engineering for further investigation. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissor (msc) tip broke off and a fragment fell inside the patient. The fragment was retrieved during the same procedure. .

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissor (msc) tip broke off 15 minutes into the procedure. It was noted that all pieces were found. The procedure was completed robotically. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following information: the customer confirmed that all fragments that fell into the patient were retrieved during the same procedure. The instrument was inspected prior to use and no damage was observed. During use, the customer was not aware of any instrument collisions that could have resulted in the instrument breakage. The procedure was completed using a back-up instrument. The patient has not returned to the hospital due to post-operative complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained related to the reported event. The failure analysis engineer (fae) confirmed that the instrument tube adapter exhibited damage and missing a piece. The broken piece extends into the tip of the accessory retention channel. Furthermore, the coupling that attaches the instrument to the tip accessory was found to be broken and the component was returned with the instrument. Fa noted the broken coupling is attributed to a component failure. The instrument tube adapter material was tested to determine if the material had a contamination issue. There was no issue identified as the results matched up to the original specifications of the instrument. Additionally, the instrument tube adapter was cracked in the process of testing and no fragments fell or were lost.